Event description:
It was reported by the customer that a pyxis anesthesia system (pas) frequently experiences device malfunctions. Customer reported that there was a delay in the dispensing medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station experience frequent failures. A field service engineer recommended that the customer re-register their fingerprint to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.